Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be confirmed or replicated, as the event unit passed all relevant testing and met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: surgeon complained that he did not think the device was sealing vessels as well when he was initially sealing and transecting tissue to separate the fallopian tube and ovarian ligament from its attachment to the uterus. Throughout the procedure, there were numerous bleeds that the surgeon was having difficulty controlling with the device. When he was completing the final stages of the colpotomy, the jaws of the device locked in a closed position and would not open. A new eb210 was opened to complete the procedure. The surgeon continued and completed the procedure. He did have trouble with ongoing bleeding near where he sutured the vaginal cuff. Surgiseal power and another product, possibly surgiseal fibarillar or similar were applied to help achieve haemostasis. Relevant to the situation, the territory manager discovered that the patient was taking topiramate (topamax) for migraines. Admission paperwork completed by the patient was sighted which indicated that she took the medication nightly. Also sighted were the medication instructions given to the patient at a preadmission appointment which indicated that she could continue all her regular medications leading up to the surgery. According to the tga product information sheet, "topiramate treatment is associated with an increased risk for bleeding. Adverse bleeding reactions reported with topiramate ranged from mild epistaxis, ecchymosis, and increased menstrual bleeding to life threatening haemorrhages." According to perioperative medication instructions found online, topiramate should be stopped 24 hours prior to surgery and withheld for one week after surgery. Post-procedure, after the patient was moved onto their hospital trolley but before being taken to recovery, her blood pressure dropped and her pulse was irregular. She was given 2 units of blood and fresh frozen plasma to stabilise blood pressure and pulse. To rectify the issue with the locked jaws of the device, a new eb210 was opened to complete the remainder of the case. Epix reposable graspers with cartridges, 10mm laparoscope and suction/irrigation device with probe. Additional information received via email on 10 april 2023: the second handset was opened just prior to the final activations to detach the uterus. The vaginal cuff was then sutured. There continued to be bleeds within the pouch of douglas and around the area of the colpotomy/sutures. The surgeon continued to use the handset to try to stop the bleeds. There seemed to be one bleed that was difficult to determine the origin. The surgeon then used a surgiseal powder to try to stop it. The area continued to bleed, so he then placed on top of the area of the bleed some surgiseal gauze. With the application of the gauze and pressure the bleed seemed to stop at which point the surgeon removed the trocars and sutured the incisions. Additional information received via email on 24 april 2023: I got a response back regarding the transfusion question. The nurse that told me about it was incorrect regarding the ffp. The patient received 2 units of packed cells and 4% albumin in the perioperative setting. The transfusion was given due to the large blood loss (estimated 2500-3000ml) and some haemodynamic changes associated with this. Also, the theatre nurse was mistaken about the patient¿s heartbeat. The patient did not have an irregular heartbeat at any time according to the anaesthetist that coordinated the transfusion. The anaesthetist further stated that she ¿thought the patient was ¿oozy¿ for no particular reason¿. However, the surgeon did query during the procedure if the device was sealing properly. Then there was my concern about the medication that was not ceased which I previously detailed. I have not spoken to anyone that was aware of any postoperative bleeding. Additional information received via email from carter campbell on 21 july 2023: the following is from the scrub form that I submitted for the case. Bleeds began occurring early on and continued throughout the case. That is why I initially suspected the issue was possibly patient tissue type or medication-related and investigated that further. The second handset came into play to stop existing bleeds. The uterus had already been removed when the second handset was opened. Scrub form submittal: all alarms were for early release. Activations 1-3 were single activations to dissect, seal and transect the left fallopian tube and a portion of the board ligament. Activations 4-6, 7-9, 10-12 & 13-15 were triple activations on the right fallopian tube, broad ligament & ovarian ligament. Activations 10-12 were a triple seal to stop a bleed. The device tips were cleaned after activation 15(1st) activations 16-19 were a quadruple seal to dissect, seal and transect the right broad ligament. Activations 20/21 were a double seal to dissect, seal and transect the right broad ligament. Activation 22/23 were a double seal to stop a bleed. The patient was bleeding more than normal after seals and the surgeon commented he did not think the device was sealing well. Activations 24-26 & 27-29 were triple seals on the right broad ligament. Activations 30/ 31 were a double seal on the right broad ligament. The device tips were cleaned after activation 31 (2nd). Activations 32-35 were single activations on the left broad and ovarian ligament. Activation 36 /37 were double seal to stop a bleed. Activations 38 /39 were a double seal to dissect, seal and transect the left broad ligament. Activations 40-42 were a triple seal dissect, seal and transect the left broad ligament. Activations 43/ 44 and 45 /46 were double seals to dissect, seal and transect the left broad ligament. The device tips were cleaned after activation 46 (3rd). Activations 47/48, 49/50 and 51/52 were all double seals and transections on the right broad ligament. Activations 53 /54 (alarm) were a double seal attempt on the left broad ligament. Activations 55-57 were a triple seal on the left broad ligament. The device tips were cleaned after activation 57 (4th). Activations 58/59 were a double seal on the left broad ligament. The device tips were cleaned after activation 59 (5th). Surgeon complained that this was too many cleans and slowing down the operation. Activations 60-63 were a quadruple activation attempt on the right broad ligament. Activations 60 /61 were alarms for early release. Activations 64/65 was a double seal on the right broad ligament. Activations 66-68 were a triple seal to stop a bleed on the left side of the uterus. Activations 69/70 were double seals on the left broad ligament. The device tips were cleaned after activation 70 (6th). Activations 71/72 were to stop a bleed on the right side of the uterus. Activations 73/74, 75/76 were all double seals on the right broad ligament. The device tips were cleaned after activation 76 (7th). Diathermy then began on the cervix to begin the creation of the colpotomy. Activations 77-79 were a triple seal on the right broad ligament. Activation 80/81 were a double seal on the right broad ligament. Activations 82/83 were to assist with the colpotomy. Activations 84/85 was a double seal on the left side of the cervix. Activations 86-88 were a triple seal on the left side of the cervix to assist with the colpotomy, seal and transect the uterine vessels and seal and transect the uterosacral and cardinal ligaments. The device tips were cleaned after activation 88 (8th) diathermy on the cervix resumed. Activations 89-91 & 92-94 were triple activations on the right side of the cervix to assist with the colpotomy, seal and transect the uterine vessels and seal and transect the uterosacral and cardinal ligaments. The device tips were cleaned after activation 94 (9th) diathermy on the cervix resumed. There was an ongoing bleed that the surgeons were having difficulty finding and stopping, so they stuffed in some raytec. The surgeon questioned if the device was sealing properly because of the number of bleeds he was getting post activations. Diathermy on the cervix resumed. Activations 95/96 & 97/98 were double seals on the cervix. Activations 99-101, 102-104, 105-107, & 108-110 were triple activations to assist with the colpotomy. Activations 111/112 were a double seal to assist with the colpotomy. Activations 113/114 were to stop a bleed at the cervix. Activation 115-117 were a triple activation on the cervix. The device tips were cleaned after activations 117 (10th). Diathermy on the cervix resumed. Activations 118/119, 120/121, 122/123 & 124/125 were double activations to assist with the colpotomy. Activations 126/127 were a double activation to stop a bleed at the cervix. Activation 128 was a single and activations 129/130 were a double activation on the cervix. Activations 131-133 were a triple activation to stop a bleed. Activations 134-136 were a triple activation on the cervix. The device tips were cleaned after activation 136 (11th). Activations 137 & 138 were single activations on the cervix (138 to stop a bleed). Activation 139-141 & 142-144 were triple activations on the cervix. The device tips were cleaned after activation 144 (12th). Activations 145/146, 147/148, 149/150 & 151/152 were double activations around the cervix. Activation 153 was a single activation on the cervix. The device tips were cleaned after activation 153 (13th). Diathermy resumed to complete the colpotomy. Activations 154/155 were to the top of the cervix and the uterus then detached. The vaginal cuff was then sutured. The pouch of douglas and area around the colpotomy was bloody. Activations 156/157 & 158/159 were to stop bleeds. The device jaws then locked up and a new eb210 was opened. Activations 160-162 was a triple activation to stop a bleed. Activation 163 was a single activation to stop a bleed. Activations 164-167 was a quadruple activation to stop a bleed. Surgiseal powder was then applied however a bleed continued. Activations 168-170 & 171-173 were triple seals with the jaws over the surgiseal to stop a bleed. The jaws of the device were cleaned after activation 173 (14th). Activations 174/175 & 176/177 were double seals over the surgiseal to stop bleeds. Activation 178 was a single activation over the surgiseal to stop a bleed. The cavity was then rinsed and suction applied to remove the fluid. There was still evidence of a bleed so surgiseal guaze was placed in the area of the sutures and left to absorb. The area seemed to no longer be bleeding so the trocars were removed and the trocar wounds sutured. Type of intervention: to rectify the issue with the locked jaws of the device, a new eb210 was opened to complete the remainder of the case. Surgiseal powder and surgiseal gauze were placed on the remaining bleeds to stop them. Patient status: recovering post-operation.

Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: surgeon complained that he did not think the device was sealing vessels as well when he was initially sealing and transecting tissue to separate the fallopian tube and ovarian ligament from its attachment to the uterus. Throughout the procedure, there were numerous bleeds that the surgeon was having difficulty controlling with the device. When he was completing the final stages of the colpotomy, the jaws of the device locked in a closed position and would not open. A new eb210 was opened to complete the procedure. The surgeon continued and completed the procedure. He did have trouble with ongoing bleeding near where he sutured the vaginal cuff. Surgiseal power and another product, possibly surgiseal fibarillar or similar were applied to help achieve haemostasis. Relevant to the situation, the territory manager discovered that the patient was taking topiramate (topamax) for migraines. Admission paperwork completed by the patient was sighted which indicated that she took the medication nightly. Also sighted were the medication instructions given to the patient at a preadmission appointment which indicated that she could continue all her regular medications leading up to the surgery. According to the tga product information sheet, "topiramate treatment is associated with an increased risk for bleeding. Adverse bleeding reactions reported with topiramate ranged from mild epistaxis, ecchymosis, and increased menstrual bleeding to lifethreatening haemorrhages." According to perioperative medication instructions found online, topiramate should be stopped 24 hours prior to surgery and withheld for one week after surgery. Post-procedure, after the patient was moved onto their hospital trolley but before being taken to recovery, her blood pressure dropped and her pulse was irregular. She was given 2 units of blood and fresh frozen plasma to stabilise blood pressure and pulse. To rectify the issue with the locked jaws of the device, a new eb210 was opened to complete the remainder of the case. Epix reposable graspers with cartridges, 10mm laparoscope and suction/irrigation device with probe. Additional information received via email on 10 april 2023: the second handset was opened just prior to the final activations to detach the uterus. The vaginal cuff was then sutured. There continued to be bleeds within the pouch of douglas and around the area of the colpotomy/sutures. The surgeon continued to use the handset to try to stop the bleeds. There seemed to be one bleed that was difficult to determine the origin. The surgeon then used a surgiseal powder to try to stop it. The area continued to bleed, so he then placed on top of the area of the bleed some surgiseal gauze. With the application of the gauze and pressure the bleed seemed to stop at which point the surgeon removed the trocars and sutured the incisions. Additional information received via email on 24 april 2023: I got a response back regarding the transfusion question. The nurse that told me about it was incorrect regarding the ffp. The patient received 2 units of packed cells and 4% albumin in the perioperative setting. The transfusion was given due to the large blood loss (estimated 2500-3000ml) and some haemodynamic changes associated with this. Also, the theatre nurse was mistaken about the patient¿s heartbeat. The patient did not have an irregular heartbeat at any time according to the anaesthetist that coordinated the transfusion. The anaesthetist further stated that she ¿thought the patient was ¿oozy¿ for no particular reason¿. However, the surgeon did query during the procedure if the device was sealing properly. Then there was my concern about the medication that was not ceased which I previously detailed. I have not spoken to anyone that was aware of any postoperative bleeding. Type of intervention: to rectify the issue with the locked jaws of the device, a new eb210 was opened to complete the remainder of the case. Surgiseal powder and surgiseal gauze were placed on the remaining bleeds to stop them. Patient status: recovering post-operation.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.